Manufacturer narrative:
An event of paravalvular leak (pvl) and valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve appears to be correctly sized based on provided annular dimensions, the implant depth was 3mm from the non-coronary cusp, severe calcification of the non-coronary cusp was noted, and there were no deployment difficulties. It was also noted that the user believes calcification contributed to the valve underexpansion. The provided echo images were reviewed by an abbott technical director of medical affairs. Based on available information, the reported valve underexpansion appears to be related to patient condition (severely calcified non-coronary cusp). A cause for the pvl could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using a large flexnav delivery system. The annulus was measured to be 75.1mm perimeter, 28.2mm diameter, 424cm squared area. Pre-implantation balloon-aortic valvuloplasty (pre-bav) performed with 22mm non-abbott balloon. At first deployment attempt with implant depth of 3mm at non-coronary cusp (ncc) and 2.5mm left-coronary cusp (lcc), a slight non-uniform expansion (nue) was observed due to calcification. The valve was re-sheathed, and another deployment attempt was performed. During the second deployment attempt, the valve was deployed at 3mm at ncc and 3mm at lcc with a slight nue. The echo-evaluation was carried out, and paravalvular leak (pvl) was observed. The valve was released. Since pvl was mild-moderate from 5 to 6 o'clock in the post-release assessment, the same balloon was used for post-bav. Echo assessment was performed again, and pvl was observed from 8 o'clock and 5 o'clock orientations, which decreased to an acceptable level compared with that prior to post-bav. Final navitor implantation depth was ncc 3mm lcc 3mm. The patient was discharged. However, during follow up on (B)(6) 2023, severe aortic regurgitation (ar) was observed in echocardiogram and there were electrocardiogram abnormalities. It was decided to perform a valve-in-valve procedure on (B)(6) 2023. A 23mm non-abbott valve was implanted. The patient is reported to be stable as of (B)(6) 2023.